Manufacturer narrative:
Catalog number: 0500316e the device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint sample. The production record was reviewed and there was no indication of product non-acceptance or deviation in the manufacturing process potentially related to the complaint. This includes non-conformance, rework, labeling, process controls, and any other occurrence in production. The reported lot number passed pyrogen testing, was within sterilization dosage parameters and passed all release criteria.

Event description:
A clinic manager reported a patient was connected to the 2008t hd machine when a blood leak was observed from the dialyzer. The 2008t hd machine generated a blood leak alarm approximately 30 minutes after the hd therapy was initiated. The patient¿s dialysate flow rate (dfr) was 175 and the patient¿s blood flow rate (bfr) was 350. The manager stated the bloodlines used were fresenius. The leak was noted as being an internal blood leak within the dialyzer, and no external leak was noted. No damage to the dialyzer or packaging was observed. The patient¿s estimated blood loss (ebl) was unknown. The manager stated a blood leak test strip was used after the incident to check for the presence of blood in the dialysate; the test strip returned a positive result. Per clinic manager no patient adverse effects were experienced and no medical intervention was required as a result of this event. The patient dialyzed 3 times a week and had been on hemodialysis since (B)(6) 2017. The patient was able to complete treatment with new supplies on another machine. The manager stated the sample was discarded and was no longer available for evaluation.

Manufacturer narrative:
A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A clinic manager reported a patient was connected to the 2008t hd machine when a blood leak was observed from the dialyzer. The 2008t hd machine generated a blood leak alarm approximately 30 minutes after the hd therapy was initiated. The patient¿s dialysate flow rate (dfr) was 175 and the patient¿s blood flow rate (bfr) was 350. The manager stated the bloodlines used were fresenius. The leak was noted as being an internal blood leak within the dialyzer, and no external leak was noted. No damage to the dialyzer or packaging was observed. The patient¿s estimated blood loss (ebl) was unknown. The manager stated a blood leak test strip was used after the incident to check for the presence of blood in the dialysate; the test strip returned a positive result. Per clinic manager no patient adverse effects were experienced and no medical intervention was required as a result of this event. The patient dialyzed 3 times a week and had been on hemodialysis since (B)(6) 2017. The patient was able to complete treatment with new supplies on another machine. The manager stated the sample was discarded and was no longer available for evaluation.